Event description:
It was reported that the patient underwent orif surgery for a distal humerus fracture with the plate in question. In the surgery, the two most distal screws of the posterolateral plate did not lock. As this would have resulted in insufficient fixation force, a plate with posterolateral support of the same length was reapplied. The two screws that did not lock were locked with the supported plate. The surgery was completed successfully with no surgical delay. The patient outcome was reported to be stable. No additional medical intervention was required.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device (part # 04.117.304s lot # 4615p29) and no non-conformances / manufacturing irregularities were identified.